Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: low flow alarms, elevated pulse indexspecific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type: